Event description:
It was reported occlusion alarms occurred. The customer changed pump supplies to address the issue. The customer went to the emergency room and was subsequently admitted to the hospitals intensive care unit with a blood glucose level of 398 mg/dl with small ketones that were identified as life threatening by a healthcare provider. The customer was treated intravenously with fluids of saline and insulin, electrolytes, anti-nausea. Multiple attempts were made to follow up with the customer regarding the release date, however no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.